Manufacturer narrative:
The user facility submitted medwatch mw5109222 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during cisplat therapy (dose, programmed amount and delivery rate unknown). It was stated, "a 6 hour cisplat infusion ran over an hour longer and per the pump ran 310mls over. I let pharmacy know and they were going to check things on their end." There was no known patient injury or medical intervention associated with this event. No additional information is available.